Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Citation: scott, r. A., holtmeyer, c. J., parker, t. M., scott, w. J., & olson, r. J. (2025). Comparison of venturi and peristaltic based phacoemulsification efficiency in routine femtosecond laser cataract surgery. Canadian journal of ophthalmology, 60(2), 85¿90. Https://doi.org/10.1016/j.jcjo.2024.07.012. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A single center, nonrandomized clinical study was done to compare the efficiency of venturi and peristaltic pump phacoemulsification systems in patients undergoing routine laser cataract surgery. A total of 995 eyes underwent routine laser cataract surgery (lcs) (521 eyes underwent lcs with venturi-based vacuum and 474 eyes underwent lcs with peristaltic vacuum). Each surgery was treated with a catalys laser system (johnson & johnson vision) (device in scope) and a whitestar signature pro phacoemulsification system (johnson & johnson vision). During the procedure, the lens was split into two hemispheres by ¿endolenticular viscodissection¿ (wjs) using healon (johnson & johnson) on a 30-gauge cannula or by a quick-chop technique along the central laser segmentation line. In the venturi group, intraoperative complications reported include posterior capsule break without vitreous loss (n=1 eye) and anterior capsule tear (n=2 eyes) while in the peristaltic group, intraoperative complications reported include posterior capsule break without vitreous loss (n=1 eye) and anterior capsule tear (n=1 eye). There were no clear distinction on which events were attributed to which device. There are no indications in the article of any interventions provided. Note: this is report 2 of 3.